Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: connector corrosion, image defects, main body crack, scope mount malfunction, and main body water ingress. Based on the results of the investigation, a root cause could not be identified for the initial malfunction. In regard to the newly identified malfunction, the image defects were due to cable section damage. As for the other identified malfunctions, a root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head connector section was disconnected. The issue was found during reprocessing. There were no reports of patient involvement.